Event description:
This is filed to report device damaged another device it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+, thin leaflets, and a dilated left atrium. A mitraclip xtw (30223r1033) was implanted without issue. The mr was reduced to moderate-severe mr. To further reduce the mr, a mitraclip xt (30605r1034) was selected for treatment. While grasping the leaflets, it became caught in either papillary tissue or chordae. While attempting to release the clip, the xtw became partially detached off of the posterior leaflet. The xt was released and was able to be implanted to stabilize the xtw clip. The procedure was completed with two clips implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (implanted) was due to procedural circumstances. The reported partial clip movement was a cascading event of the reported device damaged by another device (implanted). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.